Manufacturer narrative:
According to available information, this device and right ventricular lead were reprogrammed and remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented to the hospital after collapsing. Electrograms revealed intermittent loss of ventricular capture. Ventricular thresholds were 2.6v @ 0.4 ms, 1.9v @ 1.0 ms and 2.0v @ 0.8 ms with a ventricular output at 2.5v@0.4ms. The device was reprogrammed to 4.0v & 0.8ms. In addition, ventricular lead impedance measurements had increased, but were within acceptable labeling guidelines. The patient with this device and lead is pacemaker dependent. During a previous follow up visit within the past twelve months, the ventricular thresholds were 1.5v @ 0.4ms and no programming changes had been made and the programmed ventricular outputs did not allow a safety margin. This device and right ventricular lead remain implanted and in service. No further patient symptoms were reported. An internal technical service consultant reviewed the data and questioned whether the change in thresholds might be due to patient heart related conditions, however this could not be confirmed.

Manufacturer narrative:
This device was explanted years after this event with no further allegations being made against it and was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis determined the device met specification and had depleted normally. The allegations made against it could not be confirmed through product testing.